Manufacturer narrative:
The unique device identifier (UDI) number is (B)(4). The investigation is ongoing.

Event description:
As reported by an edwards lifesciences affiliate in new zealand, the patient underwent a transfemoral valve-in-valve transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra resilia (s3ur) valve. The s3ur valve was successfully implanted within a pre-existing non-edwards valve; however, a decision was made to perform post-dilation. During post-dilation, a balloon leak was noted in the distal portion of the balloon. The delivery system was removed without difficulty. Inspection identified a small hole in the balloon. There was no patient injury, and the patient was noted to be stable following the procedure. No further actions were taken. It was reported that the root cause of the event could be related to sharp calcium. Imagery was received for evaluation. Per imaging evaluation, when the balloon was submerged in water, there appeared to be a pinhole leakage. No leakage was observed when the balloon was removed from the water.